Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. Reporter stated that the issue was not resolved with battery change. Reporter was able to secure the battery per IFU and the issue remains unresolved. Reportedly there was no damage to the battery compartment or the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.